Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of approx 400 mg/dl. During the night of (B)(6) 2011, the pt was nauseous and her blood glucose measured 300-400 mg/dl. She bolused through the infusion device and via insulin pen and was unable to lower her blood glucose. The pt switched to a replacement infusion device and her blood glucose decreased. Her normal blood glucose level is 140 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.